Event description:
When using the ICU medical chemolock port, dry spike (ref. Clh-12, lot 3481967) to administer vincristine, a white plastic particle was observed in the drip chamber of the tubing. It was observed by 4 rns on 4 separate occasions after the chemolock port was spiked with a baxter clearlink solution set (lot r17a11030). This most recent occurrence was observed on (B)(6)2017. The prior occurrences have taken place in the last month. Particulates were not observed during compounding process by the pharmacists involved. Note: the white particle is consistent with the color of the spike port of the chemoclave. Chemo lock was spiked with a baxter clearlink system solution set (lot: (10) r17a11030).